Manufacturer narrative:
Upon review of additional information received, this MDR is linked/related to MFR report number 2015691-2025-05398 on complaint number 2025-16251-01. Due to this complaint and MDR being a duplicate of (B)(4) with MFR report number 2015691-2025-05398, this complaint and MDR will be voided, and the MDR with MFR report number 2015691-2025-05398 will remain.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4).

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. An 87-year-old male with severe tricuspid valve disease underwent implantation of a 48 mm evoque valve. During deployment, fluoroscopy indicated possible stent compression by calcification. After release, the native calcified valve displaced the postero-septal aspect of the prosthesis ventricularly, resulting in significant paravalvular leak. The valve was stabilized with a snare, and a 29 mm valve was implanted within the evoque to resolve the leak.